Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The cse put the instrument into diagnostics and inspected mixer impellers for any imperfections. It was confirmed that there was proper alignment to the inside of the cuvette. The cse ran all service method testing and found all values within range. System was fully operational upon departure. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely depressed vancomycin patient result was obtained on an atellica ch 930 instrument. The initial result was reported to the physician(s). The same sample was repeated on an alternate atellica ch 930 instrument. The repeated result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed vancomycin patient result.